Event description:
It was reported that foreign matter was found on the bd precisionglide¿ needle. The following information was provided by the initial reporter: "foreign matter."

Manufacturer narrative:
H.6. Investigation: one photo and one sample was received by our quality team for evaluation. From the photo, black foreign matter was observed on the needle hub. The sample was subjected to visual inspection and black embedded foreign matter was observed on the needle hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which starts to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from the plastic remains in the plasticizing unit and starts to carbonize on the inner wall of the cylinder and on the screw surface.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo and one sample was received by our quality team for evaluation. From the photo, black foreign matter was observed on the needle hub. The sample was subjected to visual inspection and black embedded foreign matter was observed on the needle hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample and photo provided. Root cause description: the embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which starts to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from the plastic remains in the plasticizing unit and starts to carbonize on the inner wall of the cylinder and on the screw surface. The injection screw was not adequately cleaned to remove the carbonized layer and there was no preventative maintenance to perform purging to prevent formation of the carbonized layer. An enhanced cleaning to the injection screw for all needle molding press will be performed and a preventative maintenance for all needle molding press to perform purging with dyna purge has been added. Rationale: the following actions had been taken to address the embedded foreign matter defect: created a 2 monthly preventive maintenance for all needle molding press to perform purging with dyna purge on (B)(6) 2020. Enhanced cleaning to the injection screw for all needle molding press.

Event description:
It was reported that foreign matter was found on the bd precisionglide¿ needle. The following information was provided by the initial reporter: "foreign matter"